Event description:
Customer reported to sales rep that needle broke. Pt was brought to the operating room and administered a local anesthetic. The laceration was extended and the needle retrieved. No further events or complications were reported.